Event description:
Implanted neurostimulator from (B)(6) 2011. (Serial # (B)(4), model# 216249) surgically removed and a new neurostimulator replaced in the pt. Company boston scientific identified that the battery was prematurely depleting. Boston scientific will take back to the company to see if they can identify the cause for the prematurely depleting battery.